Event description:
It was reported that a balloon rupture occurred. An agent us mr 4.00 x 12mm was selected for treatment of the target lesion, which was moderately calcified, mildly tortuous, and 28% stenosed. After crossing the target lesion, the physician noted that the balloon had ruptured before it was able to inflate. The balloon was completely removed from the patient where the physician was able to confirm the rupture in the middle of the device. The procedure was then completed using another of the same device. There were no patient complications.